Event description:
While ventilating a patient, the therapist stated that the device was plugged in to ac power; however was not operating on ac power. The therapist noted that the screen went blank and an audible alarm was noted. The pt was manually ventilated and then transferred to an alternate device. No patient injury.